Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 pro clinical chemistry and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous sodium (na) patient results out of range low during annual health checks on their unicel dxc 800 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.